Event description:
Reportable based on analysis completed on 30-sep-2011. It was reported that during a stenting treatment procedure, difficulty crossing a placed stent occurred. Vascular access was gained via the radial artery. A significant bend of greater than 45 and less than 90 degrees was involved. The eccentric de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. After a stent was deployed at the target lesion, the physician attempted to post dilate the stent with a 15x3.50mm nc quantum apex, but could not cross the placed stent. The physician successfully used a 12x3.5 nc quantum apex to post dilate the stent. No patient complications were reported and the patient's status is stable. However, the product analysis revealed a shaft fracture.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a nc quantum apex monorail balloon catheter. There was contrast in the inflation lumen. The hypotube was broken at 66cm from the strain relief. The tip of the catheter was damaged. The balloon was loosely folded with positive pressure applied. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).